Event description:
It is reported that the device was implanted in 2007. Revision surgery occurred five months later, due to breakage.

Manufacturer narrative:
Evaluation summary: the part was not returned for analysis. Pre-op and post-op x-rays are also not provided to study the nail positioning. Device history records for the nail are intact and conforming to specs. The cause cannot be determined without availability of product/x-rays. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.